Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire technical support instructed the customer to disconnect the batteries, and connect the ventilator to ac power. The customer confirmed that the ventilator works normally without the batteries. He will try different set of batteries and see if the problem will be corrected. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed hardware fault and motor fault. The customer confirmed that there was no patient involvement associated with the reported event.